Event description:
Information was received indicating that a smiths medical cadd administration set detected occlusion even after all maneuvers. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis in used condition without its original packaging. Visual inspection of the device showed that the bond of the star tube in the housing was detached. Functional testing involved using the received sample with a cadd-solis infusion pump to look for unusual functions. Despite being difficult and requiring accommodation to position the tube to avoid squashing the star tube, no occlusion was detected. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation of occlusion was not confirmed; the problem source could not be identified. One possible, but unconfirmed, problem source for the issue found during visual inspection with the star tube was listed as wrong assembly in the housing.